Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 03-mar-2017, fse arrived at the site to address the reported event. Assessment of the device revealed that the sorter tip nozzle was sticking and not coming down to the tip consistantly. Fse lubricated the tip and excercised the tip nozzle for better mobility. Then, he performed three corner tip macros without error. No further issues were reported. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the sorter tip pickup head.

Event description:
On (B)(6) 2017, the customer reported sorter tip errors with their a1a-2000st. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of myo, afp and ctnl2 patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.